Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the air filter and power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported the vision side cart (vsc) turned off suddenly during the procedure and no led status on core rear side and power button. Tse suggested hard power cycle, verify wall socket power, reseat the power cords. The customer was unable resolve the issue. Tse informed customer system was down and fse will do further troubleshooting. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked up powering up and it initially did power on without errors. The procedure was converted to traditional laparoscopic surgery and it was unknown if ports were increased or additional ports were added.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The core power tray assembly was analyzed and the reported failure was confirmed through internal notes but not replicated. In logs, this failure was noted indicating an alternating current (ac) failure confirming the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. However, there are visible cosmetic defects; badly oxidized casing and board, bent mounting stud. Perform power supplies 12 v test check on both power supply and it passed the test. This core power tray assembly was installed and tested on a system with no issue on startup and no errors or failures were triggered. This assembly went thru a 12 power cycles with no issue, idle in normal mode for 3 hours with no issue and no error triggered. Check on voltage and current, all passed with normal range. As a result of this test, failure analysis concluded that there is no trouble found with this unit. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to the electrical defect of the core power tray assembly.

Event description:
Refer to h11 for follow-up information.